Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent discectomy due to intervertebral disc herniation. Intra-op, the scope was found to be cloudy and was unusable. The product came in contact with the patient. There was a delay of less than 60 minutes in overall procedure time as a result of this event; however, no patient complications were reported.